Event description:
During product maintenance, the image on the endoscope was blurry. No patient involvement was reported. Since the failure was noticed during maintenance, no patient complications occurred.